Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing. The patient was asymptomatic. No medical intervention was performed and the patient would continue to be monitored.

Event description:
New information available on (B)(4) 2018 states that, the implantable cardiac monitor exhibited long false episode due to undersensing. Review of the episode showed that the pause episode did not look physiological. Loss of pocket contact was suspected. The patient would continue to be monitored.